Manufacturer narrative:
Product complaint # (B)(4). 3500a h10 cross reference for (B)(4) : this device was also subject of (B)(4) as the patient experienced adverse events on different days with the same device. Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient had a primary left total knee arthroplasty to address degenerative joint disease. Depuy components, including depuy patella were used during this procedure. On (B)(6) 2017 the patient had an aspiration and injection in his left knee to address persistent pain, soreness, and swelling. Doi: (B)(6) 2016. Doe: (B)(6) 2017. Left knee

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed. 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. 2820 units released. Lot expiry date: 31 october 2017. Corrected: d3.